Event description:
It was reported that a malfunction occurred on the pump following an event involving a cardiac telemetry monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset process, which was successful as the malfunction code did not recur. The customer was advised to continue using the pump and to report back if the issue happened again, which they understood.